Event description:
The staff was turning the patient and they noted that the bed was sunken in and the patient appeared to be in a hole. The patient was lying on the foam tubular structures of the bed frame. The hole was not evident 2 hours earlier when the patient was turned. No alarms or alerts were noted on the bed until the staff went to the screen to check mattress firmness. There was a message stating that the bed required servicing. There was a history of an alarm in the system, but never an audible alarm to alert the staff that the bed was malfunctioning. The patient sustained a deep tissue injury to the left coccyx. The bed has been removed from the unit for evaluation and repair.